Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure. A service engineer (se) was dispatched and evaluated the device. It was determined the issue was due to a failure related to the battery, it was also noted that the battery was older than five years old. The repair for this device cannot be conducted at this time due to a back-order status of a part (assy battery li-ion,11ah, v60) needed for correction. The material aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
E: (B)(6).